Event description:
It was reported that the caregiver heard an alarm coming from the patient's device. Both the patient and caregiver reported hearing a sound similar to that of a system controller self-test. The patient reported that at the time of the sound there were no lights illuminated on the controller, including the green pump running light. The alarm lasted a few seconds and then resolved, and the pump running light returned. The alarm was not recorded in the controller's alarm history. The controller was confirmed to be working with no active alarms, the pump running light was on, and all cable connections were secure. Upon interrogation at the clinic there was concern for a controller fault alarm, but no alarms were found at the reported time. All pump parameters were within defined limits, and the device was stable. Log files were submitted for review and captured a self-test on (B)(6) 2025 at 21:23:51, with the alarm being silenced repeatedly between 21:25:26 and 21:25:38, while connected to the mobile power unit (mpu). No other unusual events were found. The customer stated that the found self-test was determined to be an error.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical alarms and loss of light emitting diode (led) illumination was not confirmed. The system controller was not returned for analysis. Additional information states the cause of the alarm was due to a self-test, troubleshooting comprised log file interrogation and inspection of peripheral equipment. After the self-test alarm resolved, system controller led functionality returned. The submitted log file was reviewed for the reported event date (B)(6) 2025. The data in the log file did not indicate any issues with the system controller. No atypical alarms were observed in the log file. The pump maintained a speed within the low speed limit without issue throughout the log file. The root cause of the reported event could not be conclusively determined through this analysis. The device history record for the system controller (serial number (B)(6)) was reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller power cables. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their controller power cables ¿ for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.